Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button was not responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that there was a crack on the battery compartment. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the drive support cap was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly, no damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. However, the insulin pump was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.